Manufacturer narrative:
The reported event that the handle fell off was confirmed by the device evaluation. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that during testing conducted at the user facility the handle of the device disassembled. No patient involvement or procedural delays were associated with the event.

Event description:
It was reported that during testing conducted at the user facility the handle of the device disassembled. No patient involvement or procedural delays were associated with the event.